Manufacturer narrative:
The information related hospitalization details updated which was not available with initial report. The updated information has been included with this report. (B)(4).

Event description:
It was reported that the customer was hospitalized due to low blood glucose on (B)(6) 2020 with blood glucose of 32 mg/dl. The customer stated that the device was damaged and over delivered insulin.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family member reported via phone call that customer experienced the low blood glucose of 32 mg/dl. The customer¿s mother was hospitalized due to insulin reaction as she had too much insulin. It was reported that the retainer ring had crack and reservoir was able to lock in place. The device will be returned for the analysis.